Event description:
It was reported that the 9800 system presented a filament regulator error. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the high voltage tank, hvsr and the filament driver. The system was tested and found to be working as intended and placed back into service.